Event description:
It was reported that the patient heard a "warning sound". It was also reported that the implantable cardiac defibrillator (ICD) had a long charge time triggering elective replacement indicator (eri) due to a "charge circuit time out". The ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned from the field due to a charge time-out event. This charge time-out event was confirmed during previous analysis along with the report of the device heating during the failed charging event. The charge time-out event in the field and in the lab occurred only when the device can was sealed. The arc marks and the failed test data are evidence of this, but once the can was opened no charge circuit anomalies were observed. The charge time-out failures were caused by arcing events inside the can, but the cause of the arcing events was undetermined. Performance data collected from the device was analyzed and revealed that the battery depletion was indicated (eri). The data showed that the time of eri was (B)(4) 2011, "charge time exceeded threshold, eri.". There were 2 - patient alerts for charge circuit timeout on (B)(4) 2012 04:30:48 and (B)(4) 2012 12:37:02.